Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/26/2016 with the following findings: the pump was returned with all keypad buttons responding properly and with no defects to the button contacts; the complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the keypad cover was peeling and the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a button keypad response issue. No further information was provided. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.